Event description:
This is report 1 of 4 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The customer sent in an actual and a companion sample for evaluation. Visual inspection revealed that the actual sample was contaminated with blood and the microbore tube was disconnected from the female luer lock adaptor. Therefore the reported condition was confirmed. Meanwhile, the reported condition was not confirmed for the companion sample that was returned. A batch review was conducted and there were no deviations found during the manufacture of this lot. A trend review was performed and there were no other similar complaints that were reported in the past twelve months.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported for baxter (B)(4) a minivolume catheter extension set that broke off on attachment to the drip set. The event occurred during patient use. No patient injury was reported. No additional information is available.